Event description:
Results of analysis by the MFR on similar devices indicate that excessive wear can occur on a portion of the mount that secures to the table rail. We believe this to be the case with the device listed in the medical device report as well. An evaluation of complaints indicates that the reported event is occurring with greater frequency than is usual for the device: however, the analysis indicates that the reported event is not occuring at the severity reported, i.e. No injuries have occurred from the reported event. Amsco remedial action plans are being formulated & will include replacement of the affected model referred to as a one-step armboard, with a model of different design, referred to as the amsco i.v. Armboard. The amsco i.v. Armboard was in distribution previously & has an established history of customer acceptance. Amsco discontinued distribution of the onestep armboard device in 3/95 & the amsco i.v. Armboard was reintroduced then.